Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2015 with the following findings: during investigation, the display screen was found to be dim and faded.

Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim and fading. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/17/2015.